Event description:
It was reported that the 9800 system left monitor has no power and was blank/black. There was also a problem reported with the screen saver. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. However, could not duplicate the screen saver problem. Replaced the left monitor and display adapter. The system was tested and found to be working as intended and placed back into service.